Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information are in progress. Labeling instructs users that the ultrasound gel is non-sterile and that is should not be used on an open wound.

Event description:
The patient reported that while using exogen he got multiple infections near his ankles. Patient discontinued use then restarted treatment and the infection returned at the application site which he stated was painful and uncomfortable. It was reported by the patient that he was treating on an open wound. It is unknown if any intervention or treatment was provided. The cause of the infection is unknown.

Manufacturer narrative:
H10: a review of submitted reports identified missing informaiton. This follow up was completed to address the missing information.

Event description:
Additional information received. It was confirmed that the patient had irritation near the application site. Patient was not treating on open wounds. Applied topical antiseptic cream to wounds which healed. Patient reported itchyness at the site. Physician stated that patient had a history of folliculitis at the site and presented with inflammation initially and current status is recovered with no evidence of infection.

Manufacturer narrative:
H10: updated b5, b7, d4, h2, and h6 (type of investigation code). Additional manufactuerer narrative: based on the information received the patient experienced skin inflammation and itching. No definitive conclusions can be made, however the patient's condition could have contributed to this event. Labeling instructs users to use an alternative coupling agent if they experience topical sentativity. H11: corrected h6 (clinical code, health effect - impact code, device problem code, investigation findings code, conclusion code).